Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was prophylactically replaced. The lead was later returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.